Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"The physician asked for a 26x100 relaypro nbs. The device was prepped via standard prep on the back table. He inserted it over a wire from an open-heart approach for the frozen elephant trunk. It was pushed out in position one, then the controller was shifted to position two and the stent was deployed. He then rotated the black apex release grip ¼ turn and tried to pull into the distal end of the catheter. The grip did not move. He then tried to pull harder still would not go. He then went to the back and pulled extremely hard, and it would still on go and the grey apex holder came off and dropped off the table. It was determined that the best course of action was to remove the graft from the patient and replace it with a 28x100. The 28x100 deployed without any issues." Patient outcome - "treated successfully."

Event description:
"The physician asked for a 26x100 relaypro nbs. The device was prepped via standard prep on the back table. He inserted it over a wire from an open-heart approach for the frozen elephant trunk. It was pushed out in position one, then the controller was shifted to position two and the stent was deployed. He then rotated the black apex release grip ¼ turn and tried to pull into the distal end of the catheter. The grip did not move. He then tried to pull harder still would not go. He then went to the back and pulled extremely hard, and it would still on go and the grey apex holder came off and dropped off the table. It was determined that the best course of action was to remove the graft from the patient and replace it with a 28x100. The 28x100 deployed without any issues." Patient outcome - "treated successfully."